Event description:
It was reported that during a routine device change out, the right ventricular (rv) lead was disconnected from the device and measurements taken with the analyzer and were within normal parameters. The lead was then connected to the new device and placed in the pocket and the device switched pace and polarity to unipolar. Measurements were then taken in bipolar and the impedance was low, r-waves were low, threshold was high, and there was some undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).